Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had dirt on objective lens, and adhesive around light guide (lg) lens, objective lens and bending section cover (a-rubber) has corrosion. There were no reports of patient involvement.